Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error that she was unable to clear. The patient's blood glucose at the time of incident was 42 mg/dl, which she treated with glucose tablets. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
No button error alarm noted. The insulin pump act and esc buttons did not respond due to corroded keypad traces. The insulin pump was unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to button keypad anomaly. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.